Event description:
Operating room technician reported that the back check valve leaked IV fluid while priming the set and he continued to use the IV set on a pt in the operating room. Customer states no pt harm occurred due to the leak. Although requested, no further pt or event details were provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Customer stated that the set was disposed off and would not be available for eval. Unable to determine the root cause of the reported leak.